Manufacturer narrative:
(B)(4). The sample will not be returned for eval.

Event description:
It was reported the PICC rn was trying the ampule breaker in the ask-35052-jhva prototype kit and attempted to open a saline bottle. There were no instructions in the kit for the ampule breaker. She placed it over the top of the saline ampule and when pressure was applied to break, the bottle shattered. On (B)(6) 2013, f/u info states the PICC rn pricked her finger when this occurred. No medical intervention was required. This kit was a prototype non-sterile kit and there was no pt involvement.